Event description:
It was reported that the patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod on the arm between 36 and 48 hours. Hyperglycemia treated with a manual insulin injection.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. Corrosion was found on internal components of the device. A leak test was performed but no internal leak was found. It is not possible determined when the corrosion occurred. However, the download data showed no timeouts or drive stalls so it can be determined that the corrosion did not affect the ability of the pod to deliver insulin. It is unclear whether the damage contributed to the triggering of the 0x50 alarm. Corrosion was observed on several internal components including the batteries, chassis,. Pcb, rail mechanism and ratchet gear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.